Event description:
On (B)(6) 2013, olympus biotech received an adverse event report for op-1 in the scientific literature (dhoke et al. In the era of recombinant bmp, does additional anterior stabilization add value to a posterolateral fusion, evidenced-based spine-care journal. 2012 vol 3: 1-4_. A patient (demographics unknown) who received op-1 as part of posterolateral fusion surgery for spondylolisthesis experienced a bony spur formation which required surgical intervention. The author did not provide an assessment of seriousness or relatedness. Olympus biotech has assessed this adverse event as serious and related op-1. Additional information is being requested.